Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm and did not receive request to rewind. The customer stated they were able to clear the alarm and self test had passed. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged battery cap cracked/damaged, rewind anomaly, pump error 53 alarm, blank display and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08645 inches. However, the pump had a high sleep current measurement. No rewind anomaly noted. The pump was monitored for several days, and no blank display noted. Successfully downloaded history files and traces using thump. Pump error 53 alarm was recorded and found in the formatted history file on (B)(6) 2021 11:46:08.000. Pump error 53 alarm (line number 1232 file number 14), suspected hw issue as per global logic analysis (esf# 3923533). Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms/alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 14:04:01.000 (B)(6) 2021 00:20:01.000 (B)(6) 2021 20:32:01.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 23:35:00.000 (B)(6) 2021 06:03:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 00:16:44.000 to 09/13/2021 00:16:44.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 00:06:00.000 and 09/13/2021 00:16:00.000 (B)(6) 2021 06:34:00.000 and 09/19/2021 06:44:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 00:17:56.000 (B)(6) 2021 11:51:46.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, corrosion was found on the battery tube assembly. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Rewind anomaly was not confirmed. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display was not confirmed. Pump error 53 alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Pump error 53 alarm, suspected hw issue and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba2. Corrosion was found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."